Manufacturer narrative:
H3 - the most likely cause for the revision reported due to early prosthesis wear could include a number of variables including use error, implant positioning, implant size selection, and patient factors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the wear. However, this cannot be confirmed as the devices were not available for evaluation and no clinical data was provided. H6 - clinical code, component code, investigation codes.

Event description:
Legal case ¿ USA (master case no. (B)(4)). Patient ID: (B)(6) + right hip. The patient has filed a short-form complaint in a coordinated action in (B)(6) county with master case no. (B)(4). The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device. No additional claims disclosed in short form.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, approximately six years post initial right tha, the male patient had a revision due to early poly wear. The patient was revised to xle poly. There was no breakage of the device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Image received. Sales rep was unable to obtain x-rays. The device is not available for evaluation due to facility would not allow to return implants.